Event description:
It was reported that during the implant procedure, the helix retraction of the lead was "erratic." The physician elected to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and visual analysis noted that the lead was damaged at implant.